Manufacturer narrative:
Date of report: 28nov2018. Date of manufacturer: 27nov2018. The customer replaced the power management board and the issue was resolved. The unit was returned to service.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12nov2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer replace the power management board. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed to operated on battery power and shut down immediately once alternating current power was removed. There was no patient involvement. The event date was not specified; estimate used.